Manufacturer narrative:
(B)(4).the device is reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro device experienced an unspecified alarm during the dwell stage of peritoneal dialysis (pd) therapy. The home patient (hp) had two bags connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. A device history record review was performed and indicated that manufacture of the device is not related to the event. Upon conclusion of the investigation, the cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.